Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. All buttons function properly. Moisture damage was found on the electronic assembly during visual inspection. Device passed the keypad voltage test. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the center button was not responding. Customer stated that numbers were not ramping and the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.